Event description:
Baxter pharmacy services reported that the blue cap on the additive port of the 500ml pvc bag, which is meant to stay in place after snapping off the top, fails to do so. When you push the spike the whole thing comes off, does not break - the closure does not appear to be as tight as it used to be so the whole thing can come off. This creates a problem as the opaque cap can't be fastened securely in place. There was no patient involvement. No patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection revealed that the blue cap disconnected completely from injection site, therefore the condition was confirmed. A batch review was performed on the reported lot with no deviations found. The blue connector used on this eva bag is purchased from an external supplier. Based on a similar complaint received, a scar (supplier corrective action report) was issued to the supplier. After investigations performed, the supplier confirmed that as a corrective action, (B)(4).